Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported, patient with oral cancer has no history of cvc placement but has a history of PICC placement in the right upper extremity for about a year, drgt, coagulation function within normal limits, (B)(6) 2024 left side placement of 7617405 three-way valve catheter, normal catheter function prior to placement, after placement, the valve draws no return blood to be transfused, draws return blood to be strenuous, the tip of the catheter is positioned between the 6th-7th and back to the ward. The nurse on duty in the ward in the afternoon to catheter urokinase thrombolysis, (B)(6) morning catheter still cannot pump back to the blood, because the patient is an old patient, the patient questioned the medical treatment, therefore, the reright side to place a new set of 7617405 catheter, pull out the catheter, found that the head end of the wrapped clots, suctioning found that the flap sometimes can be back to the pumping and sometimes cannot be. No other information was provided.

Event description:
It was reported, patient with oral cancer has no history of cvc placement but has a history of PICC placement in the right upper extremity for about a year, drgt, coagulation function within normal limits, (B)(6) 2024 left side placement of 7617405 three-way valve catheter, normal catheter function prior to placement, after placement, the valve draws no return blood to be transfused, draws return blood to be strenuous, the tip of the catheter is positioned between the 6th-7th and back to the ward. The nurse on duty in the ward in the afternoon to catheter urokinase thrombolysis, on (B)(6) morning catheter still cannot pump back to the blood, because the patient is an old patient, the patient questioned the medical treatment, therefore, the reright side to place a new set of 7617405 catheter, pull out the catheter, found that the head end of the wrapped clots, suctioning found that the flap sometimes can be back to the pumping and sometimes cannot be. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of inability to aspirate was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 4fr single lumen groshong catheter. The sample was received assembled with a two-piece connector. White precipitate was observed within the catheter shaft. Attempts to infuse and aspirate water through the sample using a 12ml syringe revealed the catheter to be patent to both with no leaks and no resistance. The effort required to aspirate water was comparable to that required for a similar, non-complainant device. No deficiencies were discovered during evaluation of the returned sample. Both infusion and aspiration attempts were successful and unremarkable. Consequently, this complaint is unconfirmed at this time. This complaint will be recorded for future trending and monitoring purposes.